Event description:
It was reported that the right atrial (ra) lead dislodged two days post implant. The physician experienced difficulty re-positioning the lead. The physician observed tissue wedged in the helix and opted to implant a new lead. It was also reported that the sealing ring in the grommet of the device was partially out of the grommet. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), implantable pulse generator, 2011 (B)(6); 5076-52, implantable pacing lead, 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.